Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was not hospitalized for the event of peritonitis. A day after the onset, the patient began treatment with injection vancomycin (1 gram, stat, every 5th day) and injection piperacillin and tazo (4.5 gram, two times daily [bd] for 14 days) intravenously (IV) for peritonitis. The patient was recovering from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.